Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that during a cataract procedure, the console indicated that the tip was blocked. It was reported that an irrigation-aspiration occlusion and phaco occlusion occurred during the sculpt profile. When the surgeon removed the handpieces from the eye and put it in a pot of liquid the same result occurred. After changing to quad setting, the occlusion appeared to clear, but upon return to the sculpt setting the occlusion reoccurred. The tip was changed and the procedure was completed. There was no patient harm. No further information is expected.

Manufacturer narrative:
No lot number was identified with this complaint; therefore, a lot history review could not be conducted. No phaco tip was returned for evaluation for the report of the phaco tip being blocked during surgery; therefore, the condition of the product could not be verified. Three photo images were provided by the customer. The photos provided by the customer were reviewed. Image 1 shows label information on the console. Image 2 and 3 shows console settings. Because a phaco tip sample was not returned by the customer and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. No specific action with regard to this complaint was taken by the manufacturing facility because no complaint sample was received to determine a root cause. Phaco tips are 100% visually inspected by trained operators during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).